Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Event description:
It was reported that the patient underwent a left total hip arthroplasty in 1989. Subsequently, the patient underwent a revision procedure on (B)(6), 2014 due to poly wear. The liner was removed and replaced.